Manufacturer narrative:
UDI: (B)(4) lot/serial number was not provided by the customer; therefore, only a partial UDI is known. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that the architect analyzer generated falsely decreased tsh results on one patient. The results provided were: (B)(6) on (B)(6) 2016 tsh = 0.66iu/ml / ft4 = 0.7 / ft3 = 3.0; tested on the roche cobas tsh = 10.7miu/ml. Same sample retested on (B)(6) 2016 - arch tsh = 0.71 iu/ml / roche = >10uiu/ml. There was no additional patient information provided.

Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred, therefore, the device was not performing as intended.

Manufacturer narrative:
The customer stated that when using architect tsh, list number 7k62-25, they observed falsely depressed results for one patient. The customer tested the sample for dilution linearity and the results were within range, which indicates that there are no interferents present in the sample. There was no patient sample available to assist in the investigation. A review of complaints determined that there is no unusual activity or trend for this product. Accuracy testing was completed using a file kit of lot number 67139ui00 and all testing met acceptance criteria. A search for any issues during manufacturing of this lot did not identify any issues associated with this complaint. The architect tsh package insert provides information for sample handling along with the specimen collection and limitations in the interpretation of results section. There is not enough evidence to reasonably suggest a malfunction as the accuracy testing confirms that the product is performing acceptably and the patient results from the architect are within the acceptable range as per labeling. Based on all available information and this investigation, the architect tsh, list number 7k62-25, performed as intended and no product deficiency was identified.